Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels and ketones. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual injection of insulin, and required assistance from a nurse to administer insulin via an insulin pen to address bg level. The cause for the reported issue was unknown. Tandem technical support (cts) performed a system check on the pump and determined that out of range issues occurred intermittently between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor sensor readings. In addition, it was reported that the pump settings needed adjustment. Health care provider assisted customer in adjusting settings. Additional information was not provided, and the customer declined to troubleshoot further with cts at the time of the report. Multiple attempts were made by cts to obtain additional information; however, a response from the customer was not received.